Event description:
A correction/removal reporting number (B)(4) has been attained for this event.

Event description:
A vns therapy physician reported via e-mail that during a follow up visit with one of his patients, he unexpectedly received an intensified follow-up indicator (ifi) when using version 8.0 programming software. Patient programming history was reviewed and revealed that battery voltage following 8.974% battery consumption was measured to be 2.755v less than one year after implant. This measured voltage is unexpected based on patient therapy settings (1.50/20/250/30/5), implant duration ((B)(6) 2009), at the time and battery consumption. Additionally, based upon the initial report, this voltage level appears to have been relatively maintained and within the ifi voltage range (2.6v to 2.8v) for over a year and a half which is unexpected at this voltage level and the patient reported settings (1.75/20/250/30/5). A review of the generator's device history record (DHR) revealed that the voltage measurement calibration test or "trim diagvbat" value was near the lower end of the specification (2.27v, tolerance 2.25v to 2.75v). "Trim diagvbat" is essentially a calibration test performed during post burn-in testing used to evaluate the pcbas ability to measure voltage in conjunction with assigned trim values. Additional information has identified that the cause of this unexpected behavior (e.g. Extended performance at voltages representative of the last 20% of battery capacity) is the result of the voltage measurement inaccuracy of the generator. Due to the presence of a manufacturing test system software issue and the near end of life condition of the relay utilized during the voltage measurement calibration of the generators printed circuit board assembly (pcba), the generator was inaccurately calibrated to measure battery voltage during the production of the device. As a result of this inaccuracy the voltage measurements performed by the generator are lower than the actual voltage of the battery. Remedial action was initiated on to address this issue by means of a safety alert notice that has been distributed to the patient's treating vns therapy physician, which indicates that the patient's device has been affected by this issue in addition to recommended actions. A supplemental medical device report will be submitted upon receipt of the correction/removal reporting number associated with these actions.

Manufacturer narrative:
Method: analysis of programming history.